Manufacturer narrative:
Device is used for treatment, not diagnosis device received for evaluation, date unknown. Reliability engineering evaluated the device and the reported problem was confirmed. This condition was likely due to normal wear over time.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
This report is 1 of 1 for complaint (B)(4).

Event description:
It was reported attachments were very difficult to attach and the device would not hold the attachments. Facility tried several attachments with the same results. The same attachments were then tried on another device used as backup and no issues were encountered. Issue was discovered during testing of device and was not used in a surgical procedure. No patient involvement.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.